Event description:
It was reported that the package was damaged, when end-user took this catheter. There were no patient complications reported.

Manufacturer narrative:
One embolectomy catheter was received inside a broken shipping tube. The outer box (fedex) was also received and was found to be damaged. The gray tube was broken at the bond site, between the clear adaptor and the gray tube. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. When the catheter was removed from the tube, it was found to be bent at the tube break site. It is not known if the outer fedex box received was the original box used when the customer found the catheter tube to be broken. The broken area of the shipping tube does not line up with the damage to the outer box (fedex). The complaint was confirmed and appears to be related to shipping of the product. An investigation is underway to determine the root cause of the shipping damage and implement corrective actions. A review of the manufacturing records indicated that the product met specifications upon release.